Event description:
It was reported that the patients leads had migrated due to the ipg flipping in the pocket. Surgical intervention took place where the leads were explanted and replaced. Therapy restored. Related manufacturer reference number: 3006705815-2023-03986, 3006705815-2023-03988.

Manufacturer narrative:
Product#: 2 pi main (B)(4). A patient experienced pain at the ipg site and ineffective stimulation was reported to abbott. The patient was reprogrammed to address ineffective stimulation, and no intervention for pain at the ipg site. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.